Event description:
Pfs and medical records received. Pfs alleges infection. After review of the revision operative note infection was confirmed. The stem is being added from the primary operation, but not reported as it was in for greater than 3 months. The head is being reported from the 2nd revision as it was in for less than 3 months. All of the other parts were from competitors. Update rec'd (B)(6) 2014 - medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2014 - medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2012 - pfs and medical records received. After review of the medical records the revision operative note indicated a fracture occurred in the femur occurred while trying to remove the stem. The stem (1st product) is now being changed to reportable. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2011-09575 1818910-2014-27587 will be rejected. 1818910-2011-09575 will be kept for investigation purposes.